Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: moisture was observed behind the display lens. The pump was unable to power up properly. The pump was opened and moisture damage was observed.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6), 2011, the reporter claimed that the animas pump does not turn on. The battery was replaced with lithium and alkaline batteries but the power issue was not resolved. There were call service alarm on the animas pump but the reporter does not recall the numbers. During troubleshooting, the animas representative noted there was no damage to the battery cap or compartment. No sign of corrosion was in the battery compartment. The patient is on the backup plan. There was no adverse event associated with this complaint. This complaint is being reported as a malfunction due to the alleged power issue.